Event description:
Customer reported that the motor leaks oil and the hose was damaged. During inspection, technician found that the hose, the disks, the bearings and the shaft needed to be replaced. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device came in for service and was repaired by technician. No further information is available.